Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends for the complaint issue. Device history record review for the reagent lot did not identify any non-conformances or deviations. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and indicated that the performance of the complaint lot is acceptable. Inhouse testing of a retained kit of the complaint lot was completed. All validity and acceptance criteria were met, demonstrating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency with the architect total b-hcg reagent lot 21034ui01 was identified.

Manufacturer narrative:
No further information was provided. (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained false positive architect total b-hcg results for one patient. The patient's test result was 492.3 miu/ml. On (B)(6) 2021, the test result was 359.3 miu/ml. On (B)(6) 2021, the test result was 251.5 miu/ml. The physician confirmed the patient was not pregnant with an ultrasound and believes that it was trophoblastic disease. There was no adverse impact to patient management.